Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump display was blank. The customer blood glucose was 318 mg/dl at the time of the incident. Troubleshooting was performed. Customer is not calling back after receiving a new battery cap. Customer did not recall the cause of the blank display. Customer went to hospital for double pneumonia. The customer cannot see the main page after troubleshooting was done. Customer pressed esc and received 145 on the screen than when esc was pressed, 145 went away. The insulin pump was making a noise after inserting a battery. Adv the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to backup plan per healthcare instruction. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump received with blank display due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.